Event description:
It was reported that atrial undersensing was noted on the presenting electrogram (egm). Review of the stored data noted a minimum p-wave measurement of 0.6mv. Atrial sensitivity was programmed 0.6mv, automatic gain control (agc). Crosstalk was identified but was appropriately blanked. Further evaluation of this atrial lead may be required. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).